Event description:
Customer reports to have problems priming insulin pump. Customer states when attempting to prime, there are no numbers on display screen and insulin comes out. Customer's blood glucose was 420 mg/dl, which could not be treated due to insulin pump issues. Troubleshooting was unsuccessful; customer was advised that insulin pump would need to be replaced. Troubleshooting was performed on an older insulin pump customer had. Customer was advised that insulin pump could not be replaced on older pump due to out of warranty, but will allow this time. Customer was not able to find his newer insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.